Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture behind the display, the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings:. Reboots observed in the black box download. Battery compartment is cracked alongside of pump and below bumper pad. No damage to battery cap. Battery attaches securely to pump. Pump exercised 24 hours with no power issues occurring.. Battery cap contact height and width found within specifications. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found on printed circuit board.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.